Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient felt that the device was not working or providing any benefit therapeutically. It had been that way for about a year and the patient wanted to get the device removed eventually. They were redirected to the patient's healthcare provider to further address the issue and discuss therapy concerns and possible removal. The patient's relevant medical history included they had a fall and were in need of an MRI of their head and cervical spine.